Manufacturer narrative:
The investigation is in progress. Identified parts were returned from the market to the manufacturer for evaluation on 07-nov-2022. The analysis and testing is still pending. The conclusions will be provided within the final report once available, within the required deadline.

Event description:
Following the information provided the caregiver was transporting a patient towards the lift, left bed idle to call a lift and returned to head end of the bed. When the doors had opened the caregiver commenced pulling the bed to start it moving. On reversing the bed realised that the seed was faster than normal. When caregiver tried to apply pressure to slow the bed it did not respond and continued to move. Just prior the bed trapping the caregiver, another nurse saw there was an issue and pulled the bed, which then responded and moved in the opposite direction. The bed was then placed in non drive mode (free wheeling) to complete the transport. The patient was not affected by this incident or aware of it. The bed was then brought to the basement area with a note not to use it. The caregiver did not use the emergency stop button. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. Identified parts are in transit from the market to the manufacturer for evaluation. The conclusions will be provided within the follow-up report once available.

Manufacturer narrative:
The investigation is in progress. Identified parts were returned from the market to the manufacturer for evaluation on 07-nov-2022. The. The conclusions will be provided within the final report once available, within the required deadline.

Manufacturer narrative:
The arjo technician visited the customer's site for the bed evaluation. The pcb inspection revealed an accelerometer error. The technician first cleared the error and attempted to recreate the issue, by taking a bed for a test run. It was successful and the error appeared again. The technician repaired the bed by performing a replacement of the indigo pcb and confirmed correct bed functionality after the replacement. The faulty part was collected and sent back to the manufacturer for investigation. At the manufacturing site the pcb was evaluated by arjo electronic engineers. The results of inspection of the pcb are as follows: - the gyroscope that is a part of the pcba assembly was faulty - rapid and excessive temperature changes affected its work, - it was possible to recreate the scenario complained by the customer - after tens of seconds of continuous work that occurred after the device was inactive for a longer time, the increase of the temperature of the pcb resulted in incorrect calculation of the inclincation angle (by gyroscope) on this particular pcba. As a result of incorrect angle calculation, the device readed as if it drove up the slope and powered the wheel according to that state, while in fact being on a flat surface. Based on the provided information and results of evaluation of the returned part the root cause of the complained scenario is malfuntion of the component of the pcba (gyroscope). Arjo device failed to meet its performance specification since the pcb malfunction resulted in a near adverse event. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable as a near adverse event since it is likely that the timely intervention of a healthcare practitioner is the only reason that prevented the caregiver's entrapment by the device.

Event description:
Following the information provided the caregiver was transporting a patient towards the lift, left bed idle to call a lift and returned to head end of the bed. When the lift door had opened, the caregiver commenced pulling the bed to start it moving. On reversing the bed the nurse realised that the seed was faster than normal. When caregiver tried to apply pressure against the bed movement direction to slow it down, it did not respond and continued to move. Just prior the bed trapping the caregiver, another nurse saw that there was an issue and pulled the bed, which at that time responded and moved in the opposite direction. The bed was then placed in non-drive mode (free wheeling) to complete the transport. The patient, who at that time was on the bed, was not affected by this incident or aware of it. The bed was brought to the basement area with a note not to use it. The caregiver did not use the emergency stop buton to stop the bed at that time. No injury was sustained.